Event description:
It was reported that during a gyn procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/04/2007. Information anticipated, but unavailable at this time.